Event description:
It was reported that just prior to a patient under going a gynecological procedure, the cpc connector broke on the front of the motor drive unit. A second motor drive unit was used to successfully complete the case with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.